Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital on (B)(6) 2017 for atrial fibrillation (af) and ventricular tachycardia (vt) episodes. The patient had experienced chronic af and an increase in vt. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated, and it was discovered this crt-d recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient appeared very ill, so it was unknown if she would undergo surgery to replace her crt-d. At this time, this crt-d remains in service and there were no adverse patient effects reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Boston scientific received information that the field clinical representative was informed by a clinic nurse that this patient had died on (B)(6) 2017. The field clinical representative did not believe the device would be returned to boston scientific. The field clinical representative was not aware if the patient had been discharged and returned to the care center or remained hospitalized prior to the day of death. The field clinical representative reported that the patient had a poor prognosis while in the hospital. The patient's medical history was significant for being on dialysis. There has been no reported allegations that the device caused or contributed to the patient's death.